Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that twelve (12) days after a bedside bronchoscopy, utilizing a glidescope bflex 5.8 bronchoscope, the patient coughed up a piece of the bronchoscope (the light source). The customer reported that the tip of the disposable device was not examined after the procedure and before the bflex 5.8 bronchoscope was discarded. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.